Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional exhibits signs of repeated usage and has post fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. Wear and damage of the instruments due to use occurs overtime and is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and all pieces were returned. Attempts have been made and additional information on the reported event is unavailable.